Event description:
It was reported the pt began receiving prialt via pump therapy in 2008. The initial dose was unk, but was at 8 mcg/day as about approximately 80 days later. The dose was increased to 10 mcg/day about three weeks later. Following this dosage increase, the pt experienced confusion, word finding difficulty, and anxiety while receiving treatment with prialt. The initial pump pocket site did not heal properly and became infected. The pump pocket site was changed, but again did not heal properly, and was explanted about two weeks later. Following the explant, the pt experienced "aggressive, paranoid, delusional, and manic behavior with "racing thoughts" and confusion. The pt remained hospitalized due to his "mental status changes". The hcp mentioned that it may have been possible that during the pump explant, the pt may have "inadvertently" received a bolus dose of prialt.